Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm was noted during bolus and basal delivery. The motor was tested outside of the device and passed. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken battery tube threads, scratched reservoir tube window and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 272 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report a motor position encoder error alarm. We cannot confirm if the rewind and prime is completed as the customer will not disconnect the pump. The customer has already stated that the alarm has repeated more than once and we will need to replace the pump. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.